Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture when programmed in bipolar. Additionally, there were high out-of-range (oor) pacing impedances and a few non-sustained ventricular episodes that appeared to be due to mechanical noise. A lead safety switch (lss) was also declared. Subsequently, the rv lead was explanted and replaced and the pulse generator remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture when programmed in bipolar. Additionally, there were high out-of-range (oor) pacing impedances and a few non-sustained ventricular episodes that appeared to be due to mechanical noise. A lead safety switch (lss) was also declared. Subsequently, the rv lead was explanted and replaced and the pulse generator remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was retracted and dried blood/body fluid was present around the helix. Detailed analysis confirmed the outer conductor coil was fractured 245 mm from the terminal pin. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinic observations were likely due to the fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was retracted and dried blood/body fluid was present around the helix. Detailed analysis confirmed the outer conductor coil was fractured 245 mm from the terminal pin. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinic observations were likely due to the fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture when programmed in bipolar. Additionally, there were high out-of-range (oor) pacing impedances and a few non-sustained ventricular episodes that appeared to be due to mechanical noise. A lead safety switch (lss) was also declared. Subsequently, the rv lead was explanted and replaced and the pulse generator remains in service. No additional adverse patient effects were reported.